Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged seeing particles in the device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on apr 21, 2023, and section h11 should be reported as: the manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged seeing particles in the device. Additional information was received about the allegation of headache. There was no report of serious patient harm or injury. Section b7 and h6 health effects: clinical codes has been updated in this report.